Manufacturer narrative:
(B)(4). Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration. Structural valve deterioration (svd), a common reason for reoperation, can encompass multiple failure modes. In this case, although there have been attempts to receive further information regarding the event, no additional details were provided. The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that nine (9) years, six (6) months post-implantation of this 23mm bioprosthetic aortic heart valve, a 23mm transcatheter valve was deployed (valve-in-valve) due to aortic stenosis. As reported, the procedure went well and there was no aortic insufficiency post-deployment.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received, the cause of the event cannot be conclusively determined; however, patient factors and progression of valvular disease likely contributed to the event. Expiration date: 30-apr-2009.

Event description:
Edwards received information patient had severe symptomatic aortic stenosis. Patient tolerated the procedure well and was transferred to the intensive care unit in stable condition. There were no complications. Patient was discharged on post operative day three.